Event description:
It was reported that the right atrial lead exhibited an increase in capture thresholds. The physician suspected the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.